Event description:
Patient stated he does not believe the pump is always delivering insulin. Patient reported a few months ago he confirmed a bolus on his meter but the pump did not vibrate. Patient stated at that time he knew the meter and pump were communicating because the bluetooth symbol was there. Patient checked the meter and reported that the bolus was on the same line as the blood glucose result which meant that the meter and pump were communicating at that time. Patient stated he has been having communication issues with his meter and pump. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.